Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the systems were down. A technical support specialist (tss) found that all services on the application server were up. The tss remotely stopped the services and rebooted the application, which fixed the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary systems were down. The customer stated that medications could not be pulled from the cabinets and that there was a delay in the dispensing of the medication there were no adverse events or injuries reported based on this event.